Event description:
After a 6f angio-seal device was deployed there was still bleeding therefore manual compression was held for 10 minutes and hemostasis was achieved. An ultrasound revealed that the anchor was suspended within the vessel. The patient was transferred to another hospital where the angio-seal was surgically removed from the patient. The following day the patient went back to the hospital for observation. The physician stated that during the pci procedure the sheath caused a vessel dissection and the puncture hole became larger than expected. It was reported the anchor of the angio-seal might not have posted well against the wall of the vessel.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, the entire absorbable components and delivery system should be withdrawn from the patient. Hemostasis can be achieved by applying manual pressure.